Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was implanted using a 12f amplatzer torqvue delivery system. During procedure there was no difficulty noted while implanting the occluder. Post procedure, the patient was transferred to recovery. Patient became hemodynamically unstable, and emergency efforts were required to resuscitate. During resuscitation, transesophageal echocardiogram was performed, which revealed no evidence of pericardial effusion or device embolization, and the device was in its originally implanted location. The resuscitation efforts failed, and the patient expired. The physician believed that this event was likely related to an acute coronary syndrome event. There was no acute loss of hemostasis at the right common femoral vein (rcv) access site. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was implanted using a 12f amplatzer torqvue delivery system. During procedure there was no difficulty noted while implanting the occluder. Post procedure, the patient was transferred to recovery. Patient became hemodynamically unstable, and emergency efforts were required to resuscitate. During resuscitation, transesophageal echocardiogram was performed, which revealed no evidence of pericardial effusion or device embolization, and the device was in its originally implanted location. The resuscitation efforts failed, and the patient expired. The physician believed that this event was likely related to an acute coronary syndrome event. There was no acute loss of hemostasis at the right common femoral vein (rcv) access site.

Manufacturer narrative:
Additional information: g3, g6, h2, h6, h10 an event of patient death after implant was reported. A more comprehensive assessment could not be performed as no other information was provided. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, physician believed that this event was likely related to an acute coronary syndrome event. There was no allegation against abbott device. Based on medical review, "patient death after implant since the event occurred immediately following the procedure, the cause of death is likely procedure related. There is no evidence to indicate that the death is related to the device."na.